Manufacturer narrative:
The tech inspected the bed and found the bed and siderails to be working as designed, no issues found. The account would not disclose any pt info.

Event description:
The accounts nurse stated that the pt leaned on the siderail while being turned by the caregiver, the siderail dropped down and the pt fell to the floor. She is not sure of injuries, but the pt is still in this bed and would like the bed inspected as soon as possible.